Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon. Upon the first deployment attempt, it was noted that the valve did not open well, and the valve was subsequently recaptured. Upon the second deployment attempt, it was observed that the valve did open well, however the correct deployment depth was not achieved, so the valve was recaptured a second time. Upon the third deployment attempt, the valve opening was poor, and infolding was confirmed via fluoroscopy. Subsequently, the valve was recaptured a third time, and the system was withdrawn from the patient. A new valve was opened and implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.